Event description:
The manufacturer service technician reported that the battery housing was fractured during a service evaluation at the manufacturer facility. Attempts were made to obtain additional information about the event; no further information was received.

Event description:
The manufacturer service technician reported that the battery housing was fractured during a service evaluation at the manufacturer facility. There was no patient involvement, no clinically significant delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.